Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of low blood glucose of 45mg/dl. The customer treated with juice. Customer indicated that their blood glucose value was 98mg/dl at the time of the call. Troubleshooting found that the customer has been using small reservoirs but the customer's insulin usage has increased and they will try larger reservoirs. Further troubleshooting was declined by customer but customer indicated that they will return their old reservoirs for analysis.